Event description:
Reporter called to report that he received a letter from abbott about his spinal cord stimulator (scs). The letter provides instruction about his stimulator, and that if or when he is to undergo a magnetic resonance imaging (MRI) procedure that he would need to put his stimulator into MRI mode. The letter instructed him to call the FDA to let them know he has received this letter.